Event description:
In 2007, the lay user/pt contacted lifescan (lfs) another country, alleging the one touch ultrasmart meter was giving inaccurately high readings. The customer service representative (csr) contacted the pt to obtain and verify information; however was unable to reach her by telephone. Two days later, the csr mailed a letter requesting the pt contact customer service. On event day, in the morning, the pt obtained the blood glucose reading of 24.3 mmol/l (437 mg/dl) on the reported meter, which was high compared to her expected value of 12.0 mmol/l (216 mg/dl). At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Based on this meter reading, the pt took an additional two units of humulin r insulin more than her usual dose. At an unspecified time later, the pt experienced the symptoms of 'feeling very low' and 'signs of hypoglycemia'. The pt administered self-care by eating sweets. It would have been helpful to determine the time of the 24.3 mmol/l meter reading, if this was a fasting blood glucose result, the pt's prior meter readings, the exact dose of insulin taken, the time of the onset of symptoms, the pt's specific symptoms, if the pt tested her blood glucose level while symptomatic and what that reading was, if the pt felt better after consuming the food, her insulin regimen, if the pt is supposed to adjust her insulin doses based on meter readings, and if the pt ate any meal after taking the increased dose of insulin (prior to the self-treatment of sweets). The csr determined during the troubleshooting telephone call, the pt's testing technique was correct and the meter was programmed for the correct unit of measure. No quality control testing was performed during the call, as the pt did not have control solution. The meter and test strips were replaced. The pt alleged to have experienced symptoms suggesting hypoglycemia after taking an increased dose of insulin based on an elevated meter reading. The pt administered self-treatment with food to alleviate the symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.